Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device's pacer output was out of specification. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the device performed to specification. Review of the device history logs indicated occurrences of the device displaying "output out of range". However, this is an advisory message and does not indicate a device malfunction. Further review of the history log indicated that during the reported event, the device pacer settings were changed by the user when this message first appeared. We suspect the output current was changed rapidly and the device was alerting the user. Therefore, this claim has been closed as device meets specification. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.